Event description:
The iapb (intra aortic balloon pump) console malfunctioned and then shut off. A new iabp had to be inserted into the patient. No harm came to the patient but there was a high potential for harm.